Manufacturer narrative:
Complaint conclusion: "as noted in the publication by lauren et al., (april 13, 2018), safety and efficacy of arterial closure devices in an office-based angiosuite, ann vasc surg 2018; 51: 10¿17, report 2 events of hematoma associated with the mynx device that required inpatient or emergency department management that required hospitalization regardless of length of stay." The device was not returned for analysis. A device history record (DHR) review could not be completed as the lot number was not provided. An access site hematoma after vascular closure are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the information available for review, it is not possible to determine what factors may have contributed to the issues reported. However, patient factors and pharmacological factors are likely. The complaints reported could not be confirmed. According to the product instruction for use, which is not intended as a mitigation, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. It is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
"As noted in the publication by lauren et al., (april 13, 2018), safety and efficacy of arterial closure devices in an office-based angiosuite. Ann vasc surg 2018; 51: 10¿17, report 2 events of hematoma associated with the mynx device that required inpatient or emergency department management that required hospitalization regardless of length of stay."